Manufacturer narrative:
Concomitant medical products: 0064 lead, implanted: (B)(4)1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited low r-waves, abnormal impedance, and high pacing threshold. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.